Event description:
As reported, the operator felt a strong sense of resistance when a 6/7f mynx control vascular closure device (vcd) entered the sheath so the product was removed, the sealant protection cracked while passing through the sheath, and the sealant was prematurely exposed during insertion into the sheath. The vcd was stored, prepped and used according to the instructions for use (IFU). Manual compression was performed for 20 minutes to obtain hemostasis. Button 1 was not depressed. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. The sealant sleeves were not out of position. The device was removed from the package without a problem. The vcd was used in a coronary artery stenosis procedure using a retrograde approach. The vcd was used with a non-cordis sheath. No patient information is available. There were no visible signs of device or package damage prior to use. The physician has achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was little vessel tortuosity. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. There was little vessel tortuosity. The sealant sleeves were not out of position. The device was removed from the package without a problem. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the operator felt a strong sense of resistance when a 6/7f mynx control vascular closure device (vcd) entered the sheath; so, the product was removed. The sealant protection cracked while passing through the sheath, and the sealant was prematurely exposed during insertion into the sheath. The vcd was stored, prepped, and used according to the instructions for use (IFU). Manual compression was performed for 20 minutes to obtain hemostasis. Button 1 was not depressed. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. The sealant sleeves were not out of position. The device was removed from the package without a problem. The vcd was used in a coronary artery stenosis procedure using a retrograde approach. The vcd was used with a non-cordis sheath. Patient information was not available. There were no visible signs of device or package damage prior to use. The physician has achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was little vessel tortuosity. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant outer sleeve assembly showed no evidence of the cracked condition reported as received. No secondary damages or anomalies were observed with the returned device, neither the condition reported by the customer nor other visible manufacturing-related issues. Neither the syringe nor the procedure sheath was returned with the device. The slit length was verified and noted to be within specification. The deployment simulation functional tests were executed with the received device along with an applicable lab sample csi, and the results obtained showed that the device showed no evidence of resistance or friction when the lab sample cordis csi was used. Also, during the depression of the button 1 and 2, the device was working as intended. With the results obtained, no malfunctions or conditions were observed related to a deployment difficulty nor the impedance reported in this complaint. After deployment of the sealant, a visual inspection at high magnification, showed that the sealant outer sleeve assembly was not damaged; therefore, the sealant sleeve cracked condition reported was not evidenced during this analysis. A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-cracked,¿ ¿mynx control system¿impeded,¿ and ¿mynx control system-deployment difficulty-premature¿ were not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced. However, vessel characteristics (little vessel tortuosity), and/or handling factors are likely. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggest that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229922 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator felt a strong sense of resistance when a 6/7f mynx control vascular closure device (vcd) entered the sheath so the product was removed, the sealant protection cracked while passing through the sheath, and the sealant was prematurely exposed during insertion into the sheath. The vcd was stored, prepped and used according to the instructions for use (IFU). Manual compression was performed for 20 minutes to obtain hemostasis. Button 1 was not depressed. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. The sealant sleeves were not out of position. The device was removed from the package without a problem. The vcd was used in a coronary artery stenosis procedure using a retrograde approach. The vcd was used with a non-cordis sheath. No patient information is available. There were no visible signs of device or package damage prior to use. The physician has achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was little vessel tortuosity. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device is being returned for evaluation. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. There was little vessel tortuosity. The sealant sleeves were not out of position. The device was removed from the package without a problem.